Manufacturer narrative:
The investigation determined that no instrument related issues could be identified. The event was likely due to the customer comparing two different analytical test methods (indirect versus direct ion selective electrode methods). The customer confirmed that no patients were adversely affected.

Event description:
The customer stated they were receiving intermittent questionably low ion selective electrode (ise) sodium results. There were two discrepant results reported outside the laboratory. The physician requested that the results be repeated as they looked low. The initial test was performed on a cobas c501 (serial number (B)(4)). The customer repeated the results on an "istat bedside analyzer". The first patient's initial sodium result was 129 mmol/l. The repeat result was 140 mmol/l. The second patient's initial sodium result was 129 mmol/l. The repeat result was 141 mmol/l. There were no adverse affects to the patients as a result of this event. The field service representative could not determine a cause for this event. He ran diagnostic checks on all c501 modules. The customer performed calibration, quality control and a precision test with passing results.